Event description:
It was reported that the lead exhibited ventricular over sensing. An insulation anomaly was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).